Event description:
Post right-breast stereotactic biopsy, there was a failure of the tissue marker to deploy correctly. The plastic sheath broke off in the breast. The retained piece was visualized during post imaging.